Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 524 mg/dl with headache and polydypsia associated with the pump being suspended. Reportedly, the patient remained on the insulin pump and received phone advice from their healthcare provider about treatment. The patient treated with insulin via injection. During troubleshooting with customer technical support (cts), the patient admitted to suspending the pump multiple times. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 08/20/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box indicated that the data from the time of the alleged incident was overwritten due to continued pump use. A review of the pump¿s suspend history indicated that the pump was suspended three times on the date of the complaint, and each suspend was resumed within a minute from the start of the suspend. The pump powered on to a blank display. Additional testing could not be completed due to the blank display.